Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 280 mg/dl and an insulin injection was used to address the high bg level. The customer suspected that the cause of the high bg was due to the infusion set. The customer had changed the cartridge and infusion set. The bg level had lowered to 198 mg/dl.